Event description:
The customer reported that her blood glucose reached 19.4 mmol/l (349 mg/dl) after wearing the pod for longer than 48 hours and that the cannula was out of her skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute the hyperglycemia.